Event description:
As reported by equinoxe shoulder study, approximately 5.5 years post initial left tsa, the 67 y/o male patient experienced aseptic humeral loosening. Patient had increasing pain in left total shoulder replacement. There was lysis around humeral component with suspicions of infection. Patient had a standard total revision of left shoulder and the event was resolved. Per clinical report, the reported event is not related to the device or to the procedure. This was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
(H3) pending evaluation.

Manufacturer narrative:
After further review of additional information received the following sections g1, g3, g6, h1, h2, h3 and h6 have been updated accordingly. (H3): the revision reported may have been the result of an insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening of the humeral stem. Contributions from manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, product information, or detailed clinical information was provided.